Event description:
It was reported the patient's device turned on "at random times" and he felt a slight shock when that happened. The device problems occurred since the patient was assaulted and "beat up pretty bad" in (B) (6) 2007. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).